Manufacturer narrative:
G4 - PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, during a transurethral lithotomy (tul) procedure, approach was made to reach the stones into the renal pelvis. After fragmenting a kidney stone of unknown size, using a laser under an olympus / urf-p7 flexible ureteroscope, the fragments were retrieved using an ncircle tipless stone extractor. When the stone was extracted 2-3 times, the sheath kinked, causing problems with opening and closing the basket. The remaining stone fragments were extracted using another ncircle tipless stone extractor (lot number unknown) from the hospital's inventory, completing the procedure. The device was tested in an uncoiled position before use, and it functioned properly. A laser was not used while the basket was being used. There was nothing about the patient´s anatomy keeping the basket from opening or closing. The handle was not in the straight position towards the patient¿s body. No section of the device remained inside the patient's body. The patient did not require any additional procedures and was not under anesthesia due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Corrected information: h6: medical device problem code (annex a), component code (annex g). Investigation evaluation: description of event: as reported during a transurethral lithotomy (tul) procedure, approach was made to reach the stones into the renal pelvis. After fragmenting a kidney stone of unknown size, using a laser under an olympus / urf-p7 flexible ureteroscope, the fragments were retrieved using an ncircle tipless stone extractor. When the stone was extracted 2-3 times, the sheath kinked, causing problems with opening and closing the basket. The remaining stone fragments were extracted using another ncircle tipless stone extractor (lot number unknown) from the hospital's inventory, completing the procedure. The device was tested in an uncoiled position before use, and it functioned properly. A laser was not used while the basket was being used. There was nothing about the patient´s anatomy keeping the basket from opening or closing. The handle was not in the straight position towards the patient¿s body. No section of the device remained inside the patient's body. The patient did not require any additional procedures and was not under anesthesia due to this occurrence. The complainant has not reported any adverse effects on the patient due to this occurrence. Reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions (mi), and quality control (qc) procedures, a visual inspection, and functional test of the returned device, were conducted during the investigation. One ncircle tipless stone extractor returned for investigation, in opened packaging. Handle in open position. Basket assembly separated at tip of cannulated handle. The basket assembly is severely bent and kinked in multiple locations. The returned device was found to be heavily damaged. It appears likely the device was damaged when the user removed the device from the scope after the sheath became kinked. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. A review of the device history record (DHR) found no non-conformances related to the reported failure mode. A review of complaint history records shows two other related complaints associated with device lot. The possibly related complaints were not sufficient evidence to suspect other devices in the lot could have been non-conforming. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that that the device was manufactured to specification and there is no evidence that nonconforming product exists in house or in the field. Cook also reviewed product labeling. The product IFU, provides the following information to the user: precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Cook has concluded that the cause for the complaint could not be established. The appropriate personnel have been notified, and cook will continue to monitor for similar events. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Prior to use, the customer inspected the product to ensure no damage has occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: b5, d10, h6 (annex a), h6 (annex g). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.